Event description:
It was reported via a voluntary medwatch report that while removing a "malfunctioning/non-operational pain pump", the catheter broke off in the patient at the 14 cm mark. Physician discussed removal with patient and patient declined to have it surgically removed. A c-arm image was taken with fluoroscopy and they were unable to locate remaining catheter. Additional information has been requested; a follow-up report will be sent if it becomes available.

Event description:
Additional information received reported that the drugs being used in the pump were fentanyl, bupivacaine, and clonidine. The cause of event was unknown. The location of the catheter issue was at the lumbar spine, l1-2.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).